Event description:
The customer alleged the audio alarm did not function.the mallinckrodt customer support engineer (cse) inspected the device, verified the complaint and replaced the audio alarm assembly. The unit passed extended self testing. No death or serious injury has been verified. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.